Event description:
The customer?s biomedical technician contacted the service depot on 01 december 2009 to report a colleague infusion pump that had the stop key unresponsive and failed powering up. The event occurred on an unknown date during biomedical testing. The pump was properly loaded at the time of the event. There were no alarms or failure codes that occurred. There was no adverse event, patient injury or medical intervention associated with this report. Currently, the software version is unknown for this device. There is no additional information available.

Manufacturer narrative:
(B) (4) the user interface module master software version for this device (B) (4), categorized as remediated. The pump was received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause was that the stop key does not have continuous continuity. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Event description:
During t2 recon nail surgery, the surgeon tried to insert the proximal locking screw into the pt bone by the antegrade mode. However, the locking screw was not able to pass the screw hole of the nail and deviated from screw hole of the nail. Therefore, the surgeon changed the fixation mode from antegrade mode to recon mode. And, it was difficult to pass the drill through lag screw hole though the surgeon had used target arm of recon mode. Afterwards, he managed to do the drilling to lag screw hole of the nail and the surgery was completed. The surgeon assembled the nail and the devices and checked target of the device before the nail was inserted. The surgeon requested the investigation of the event.

Manufacturer narrative:
(B) (4) there is a CAPA investigation associated with this report. (B) (4) the pump will be returned and evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.